Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported increase in lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. It was reported that the patient was experiencing a rise in ldh. There were no other signs or symptoms other than the elevated ldh. The account later communicated that the patient has not been discharged from the hospital. There was an increase in ldh; however, the cause was not identified. The patient continues to be carefully monitored. The submitted system controller event log file contained data from on (B)(6) 2020. It was noted that the log file consists of persistent pulsatility index (pi) events. No atypical alarms were recorded within the file. The pump speed remained stable, and the system appeared to function as intended for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced hemolysis. Hyperbilirubinemia was observed.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hemolysis could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2020 through (B)(6) 2020. It was noted that the log file consists of persistent pulsatility index (pi) events. No notable alarms were recorded within the file. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced ldh ( lactate dehydrogenase) rise from 300s to 7-800s. CT (computerized tomography) was performed for in/outflow obstruction. Ramp study was to be performed to evaluate pump thrombosis. No symptoms/signs other than ldh and bilirubin elevation. A log file review was requested. There were no unusual events recorded in the log file event history. The device was noted as operating as intended. The pump parameters trending is typically not suspect of thrombus or in/outflow obstruction. It was reported that this patient has not been discharged from the hospital after hm3 implantation. There was also an increase in ldh, but the cause has not been identified. This patient is being carefully monitored.